Manufacturer narrative:
Date of device breakage is unknown date within approximately three (3) months of implantation. Additional procode: ktt. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history records review has been requested. Code (B)(4) used to capture required surgical intervention and device removal. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the locking compression plate (lcp) broad 9 hole length 170mm pure titanium has been post-operatively broken in the middle of the plate. The plate was implanted on (B)(6) 2018. On (B)(6) 2018, hardware was explanted and patient was revised to antegrade femoral nail (a2fn). Current patient status is unknown. Concomitant devices: 4.5mm titanium (ti) cortex screw self-tapping 30mm (part 414.830, lot: l439474, quantity: 1), locking screw (part: 413.330, lots: l56867 l415390 l243551, quantity: 8) this report is for a 4.5mm ti broad lcp® plate 9 holes/170mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B7 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted for part: 426.591, lot: l407523: manufacturing site: grenchen, release to warehouse date: 18 may 2017: the device history record shows this lot of 12 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. The raw material certificate 19009 was reviewed and confirmed to be correct per the specification with no non-conformance noted. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was conducted. Visual investigation: the lcp 4.5/5 broad 9ho l170 ti plate is broken at the hole 5 (counted from the right side). The plate has several scratches on the surface. Furthermore, there are several abrasions and injuries on the surface within the holes; especially around the breakage point. Dimensional inspection: all dimensions of the plate received which are relevant for the complaint condition were measured and have fulfilled their specifications according to the drawing. In addition, during the manufacturing investigation all relevant features have been inspected and they have passed the specifications. Drawing/specification review: the cause of the complained malfunction is a post-manufacturing caused breakage/damage at the device, therefore no drawing/specification review is needed. Material review: the manufacturing documents and the raw material certificate were reviewed and confirmed that the raw material used fulfilled the specifications. Summary: the complaint is confirmed as the lcp plate is broken as complained. As relevant for the complaint condition ¿plate broken post-operatively¿ the following features have been identified and measured. All dimensions of the plate received which are relevant for the complaint condition were measured and have fulfilled their specifications according to the relevant drawing. In addition, during the manufacturing investigation all relevant features have been inspected and they have passed its specifications. Besides, during the manufacturing process the lot related to this complaint was inspected regarding to its dimensional features such as ball height and thread zero point through the inspection sheet and the whole lot has passed its specifications. Therefore, this plate was manufactured according to its quality standards and a manufacturing issue can be excluded. As there is not hardness test defined during the manufacturing process regarding to titanium plates, therefore, the raw material certificate was checked and it was found that all used raw material fulfilled the specifications. The received condition of the device agrees with the complaint description since the plate is broken as claimed by the customer. However, from the manufacturing point of view this complaint is rated as not valid since no deviations were found in the documentation as well as during this investigation. Thus, all relevant measurements performed are according to their specifications. Since no manufacturing issue was detected, therefore, no further actions have been taken. No manufacturing related issue was identified and/or confirmed. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.